Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported difficult or delayed activation and physical resistance / sticking; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the iliac artery. An absolute pro self-expanding stent system (sess) was advanced to treat a dissection and was deployed with heavy resistance due to the thumbwheel. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.